Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an increase in bipolar impedance from 619 ohms to 1365 ohms. Sensing decreased from 11.7 mv to 9.7 mv and threshold increased from 1 v, 0.6 ms to 1.25 v, 0.6 ms.